Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual inspection revealed that a delivery wire and main coil were returned for this complaint; the introducer sheath was not returned. The delivery wire had the interlocking arm kinked. The main coil was found kinked and stretched. No more damages were found. A microscopic inspection revealed that the delivery wire of proximal end has a smooth surface. The interlocking arm was found kinked. The main coil of zap tip has a smooth surface. The main coil was stretched and kinked. The interlocking arm was inspected and no anomalies were noted. A dimensional inspection revealed that the delivery wire of weld outer diameter (max), wire arm od (max), and wire zap tip (max) were within its specification. The main coil of number of distal fiber bundles, zap tip od, and primary coil od were within its specification. However, the actual no. Of proximal fiber bundles was at 12 from the specification of 18-22.

Event description:
Reportable based on device analysis completed on 03jul2019. It was reported that the interlock coils detached inside guide catheter. A target lesion was located at moderately tortuous artery. A 20mm x 40cm interlock-35 was selected for use. During procedure, it was noted that the interlock coil was detached inside guide catheter. The interlocking arm of the coil detached/unlocked from the interlocking arm of the pusher wire. Both guide and coils were removed. The procedure was completed with a non bsc device. There were no patient complications reported. However, device analysis revealed that the number of proximal fiber bundles failed/missing.